Event description:
Customer reported when an attempt is made to place the alarm in suspend mode, the alarm continues to sound. Batteries have been replaced with a new supply, no visible damage to the outside of the alarm reported. This was discovered while in use however, the customer couldn't provide the date when found. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue; unit powers up and hold mode works as it should. Unit passes all functional tests. However, the battery springs are bent and corroded. Aqualert water indicator label shows moisture exposure. Note: instructions for use state: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. When accessing the battery compartment slide battery door open and flip it up. Do not attempt to remove battery door; it does not separate from alarm. Carefully remove batteries to avoid damage to battery door. Hold alarm vertically up side down to prevent battery spring from bending during battery installation. Insert four (4) new "aa" alkaline batteries. Take care not to damage battery contacts. Flip battery door down. Push down gently on batteries and slide battery door closed until it clicks shut. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).